Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uxz9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had an infection that had cleared. This occurred in (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Further follow-up is being conducted. If additional information is received, the event will be updated.